Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with emergency room visit, IV insulin drip (intravenous insulin infusion). The customer reported blood glucose value of 60 mg/dl. The event involved product(s) mmt-1880, mmt-242a, mmt-332a. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hours of reported low blood glucose event. Units left in the pumps status screen was inaccurate. The customer alleges delivery of insulin without input. The customer stated that the pump not working properly. The customer alleges pump is over delivering and the customer think that pump is giving so much insulin that causes the low. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-242a. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 12-jan-2025, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 12-jan-2025 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6)2025 00:00:00.000 dailytotalofallinsulindelivered: 431000 (43.1 u) dailytotalofbasalinsulindelivered: 261000 (26.1 u) dailytotalofbolusinsulindelivered: 170000 (17 u) (B)(6)2025 10:41:51.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) (B)(6)2025 12:56:51.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 70000 (7 u) bolusamountdelivered: 70000 (7 u) in further full review of the pump history/traces on the event date of 13-jan-2025, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 13-jan-2025 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6)2025 00:00:00.000 dailytotalofallinsulindelivered: 349750 (34.975 u) dailytotalofbasalinsulindelivered: 279750 (27.975 u) dailytotalofbolusinsulindelivered: 70000 (7 u) (B)(6)2025 08:58:05.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 70000 (7 u) bolusamountdelivered: 70000 (7 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 12-jan-2025 and event date of 13-jan-2025 in the formatted history file. Insert battery alarm was found on: (B)(6)2025 10:01:49.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.